Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high capture threshold, resulting in premature battery depletion on their pacemaker. On (B)(6) 2026, the patient's rv lead was capped and their pacemaker was explanted. The rv lead and pacemaker were successfully replaced and the patient was recovering.